Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 500 mg/dl and the cause was not known. The customer went to the emergency room (ER) and was treated with fluids/insulin drip. After 5 hours, the customer left the ER "feeling fine".